Event description:
New information received notes that the right atrial leadless pacemaker (ralp) was deactivated via programming. The ralp was not retrieved. Patient condition was stable.

Event description:
It was reported that the patient presented in clinic for initial implant procedure of the right atrial (ra) leadless pacemaker (lp). Upon chest x-ray post procedure, it was found that ralp had dislodged and had migrated to the hepatic vein. No intervention was performed. Patient condition was stable.